Event description:
The physician examined the g-tube prior to insertion and the g-tube was found to be defective, it never reached the patient. Ref#: 0100-22, 22fr, mic gastrostomy tube, lot#: 20100904. The team did use same type of tube, but lot number was 30264867.